Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient passed out while getting their device checked at their clinic. It was also reported that the patient received a shock; of note, this is a pacemaker. No further information was provided. The device remains in service.